Event description:
It was reported that the guide catheter was inserted into the 7 french/17 centimeter peel-off sheath and after the target ventricle was reached a contrast study was performed, and a large amount of air image was confirmed near the pulmonary artery via fluoroscopy. Subsequently, the patient's blood pressure decreased from the 90s to the 40s when entering the operating room. The patient was administered of vasopressor medication and the guide catheter was used to aspirate air. The patient's condition recovered. The image of air in fluoroscopy disappeared. The attending physician believes that the 7f sheath was peeled off halfway to increase the operability of the guide catheter; the patient also inhaling deeply for sedation, so a large amount of air might have entered between the sheath and the guide catheter. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.